Event description:
Zoll lifecor customer support service reported several battery charger faults related to the patient's battery pack after reviewing the pt's data. The pt was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B) (4) has been completed. The reported problem was confirmed. The battery pack had several battery pack faults. The cause of the battery pack faults was a damaged battery connector, which also had one of the monitor's battery connector pins lodged into the battery connector. The root cause of the damaged battery connector has not been determined, but may have been caused by a severe shock from dropping the monitor with the inserted battery pack. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.